Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. Four cases received of the same code-batch, regarding the same issue, from the same customer, at the same time (3 last cases opened later). We have received 1 open race-pack (needle attached to thread and partially wound on pack). Upon inspection, the sample sent back was found to be bent at the tip and shows impact at the extremity: this is a critical and unacceptable defect. A defect like this has never been observed during production or during quality control. It is possible that the surgeon tested the strength of the tip by pressing on it. We have tested needle bending strength of the involved needle and the result is 13.915 nxcm in minimum, fulfilling product specifications (10.8 nxcm in minimum). To ensure the resistance of the tip, we added an additional hardness test on the returned sample to check the hardness of the tip, and all the measurements fulfill the hardness specification (>550hv0.5): 1 measurement on the body (reference point): 720 hv0.5 1 measurement at 1 mm from the extremity of the tip: 710 hv0.5 5 measurements every 0.1 mm from the extremity of the tip: 714 hv0.5, 710 hv0.5, 711 hv0.5, 711 hv0.5 & 689 hv0.5. Please note that in the instructions for use of the product in precautions it is stated: 'care should be taken to avoid damage when handling surgical needles. Grasp the needle in an area one-third (1/3) to one half (1/2) of the distance from the attachment end to the point. Grasping in the point area could impair the penetration performance and cause fracture of the needle. Grasping at the butt or attachment end could cause bending or breakage. Reshaping needles may cause them to lose strength and be less resistant to bending and breaking.' Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and the product was released fulfilling usp/ep and b. Braun surgical requirements. We have also reviewed the complaint history record, and there are no complaints related to the same issue of the products manufactured with the same needle raw material batches used in this product. Conclusion root cause analysis: the most probable root cause is that the surgeon tested the strength of the tip by pressing on it as it shows impact at the extremity. Final conclusion: taking into account that the sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed. Furthermore, the results of the sample received fulfil the product specifications. Nevertheless, we take note of this incidence to assess if new or additional actions are needed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn suture. The client reported that the needles bend during perineal suturing after an episiotomy. Additional information: the costumer did not register these other complaints at the time they informed of the initial complaint (cc no. (B)(4). They have informed after that other similar situations had occurred and then you asked us to also open these 3 complaints, which we did right away on that day (16-12-2025), even though the costumer has no more information (from the costumer data, and the samples were discarded). Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.